Event description:
This report is based on information provided by philips authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl device indicating that the device will not discharge. Remote support was provided to the customer. Multiple attempts were made to request information regarding resolution of the reported problem. The customer refused service. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. This complaint was reviewed by a vigilance reporting specialist who determined the complaint is reportable. The vrs provided the following rationale for their decision " there was no reported patient death or serious injury, however the reported issue/event impacts or potentially impacts therapy, which could cause or contribute to a death or serious injury if the malfunction were to recur. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The customer refused service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.